Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 136 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. The customer¿s current blood glucose was 240 mg/dl and the current sensor glucose was 40 mg/dl. The customer also had calibration error and change sensor alert on insulin pump. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.